Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had the flu and never really got better. It was at this time that it was discovered that the left implantable neurostimulator (ins) was not working. It was later clarified that the ins was off. The patient experienced horrible parkinson's symptoms that were much worse than normal. The symptoms included incontinence, constant drooling, and very bad balance. When the ins was turned back on, it was discovered that the device was at elective replacement indicator (eri). The patient was dissatisfied with the battery's longevity because the first ins lasted 6 years and the second lasted 2 years; they were unsure why these batteries only lasted 1.5 years. It was noted that the patient's settings were increased over the years. The patient was scheduled for battery replacement on (B)(6) 2016. The issues began occurring in (B)(6) 2016. Please see report number 3004209178-2016-09651.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.